Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 , it was reported that the patient faced that there was blockage in the tubing, which cause the patient blood glucose levels was elevated to 600 mg/dl, therefore patient had received correction injection via mdi and replace infusion set. The patient changed supplies as necessary and resumed insulin therapy. No further information available.